Event description:
It was reported before use, the bd micro-fine¿+ pen needles 32g x 4mm (70 count), the user experienced inner shield not attaching. The following information was provided by the initial reporter. The customer stated: the customer verbatim report is as follows: there seems to be something wrong with the threads onto the hub.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-feb-2022. H.6. Investigation: one open 32g x 4mm pen needle sample and five photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and delamination of the teardrop label was observed. A functionality test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. The delamination of tear drop label occurred due to sealing process malfunction.

Event description:
It was reported before use, the bd micro-fine¿+ pen needles 32g x 4mm (70 count), the user experienced inner shield not attaching. The following information was provided by the initial reporter. The customer stated: the customer verbatim report is as follows: there seems to be something wrong with the threads onto the hub.